Event description:
Patient was undergoing cardiac catheterization and balloon aortic valvuloplasty. Pt with history of severe scar tissue in the right groin so only a 9-fr sheath could be placed. A 22mm x 5cm tyshak balloon was advanced across the aortic valve. A low profile balloon was chosen due to the inability to place a 12 or 14 fr sheath. The balloon was positioned in the descending aorta and prepped there with removal of all air possible. The balloon was then advanced across the aortic valve and using rapid ventricular pacing at 200 beats per minute, the balloon was manually inflated with diluted contrast material. At the end of the balloon inflation, the balloon subsequently ruptured and was rapidly removed from the body. It was felt that there was good balloon inflation prior to rupture. A tyshak 23mm x 5cm balloon was then advanced into the descending aorta where it was prepped in the body to remove the vast majority of the air. The 23mm balloon was then advanced across the aortic valve and manual inflation, while rapidly pacing at 200 beats per minute, was performed. The balloon was then pulled back into the ascending aorta allowing the patient's blood pressure to recover after this burst pacing. The balloon was once again advanced across the aortic valve and again using rapid ventricular pacing at 200 beats per minute, balloon was inflated. Again, at peak inflation, the balloon ruptured. The balloon was again rapidly removed from the body. The procedure was then aborted as a larger balloon could not be inserted through the small common femoral arteries.